Event description:
It was reported that the patient experienced pain and altered mental status and pain and had become "hard to arouse" and unresponsive. The patient was hospitalized. The pump was interrogated, the dosing and logs were checked and appeared to be running correctly. The following day the healthcare provider (hcp) indicated that the patient "seemed more easily aroused." The following physician was made aware of the event. The device system was used to deliver lioresal. It was later added that the patient had been referred to a neurologist. The pump was running "fine" and the patient was following up with the managing physician.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).